Manufacturer narrative:
The reporter indicated that the surgeon implanted a micl13.7 implantable collamer lens of -8.0 diopter in the patient's eye on (B)(6) 2017. It was noticed that the lens was too big. There is no patient injury. The lens was explanted. Attempts at obtaining additional information have been unsuccessful. Explanted in 2017. Device evaluation: the lens was returned in a specimen cup with clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of clear and red residue on the lens surface. (B)(4). Method: no additional similar complaint type events were found within the associated lot. (B)(4).

Manufacturer narrative:
Date of event: it is corrected from (B)(6) 2017 to (B)(6) 2017. The reporter indicated that the surgeon implanted a micl13.7 implantable collamer lens of -8.0 diopter in the patient's left (os) eye on (B)(6) 2017. The lens was exchanged for a shorter lens on(B)(6) 2017 due to excessive vault, narrowing of angles and shallowing of acd. There was no patient injury. The exchange resolved the problem. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted that the surgeon implanted a micl13.7, -8.0 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. It was noticed that the lens was too big. It is unsure if the lens is going to be exchanged for a shorter lens. There is no patient injury. Attempts at obtaining additional information have been unsuccessful.